Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Square driver stripped. Mics causing registration issues. 4.0 stabilizer cross threading pins - consistent problem. Surgical delay > 30 minutes. Case type / application: tka.

Manufacturer narrative:
Update to the product information has been reviewed. Device's serial number is not in scope of the recall. The event, therefore, is deemed non-reportable. Record has been updated accordingly.

Event description:
Square driver stripped. Mics causing registration issues. 4.0 stabilizer cross threading pins - consistent problem. Surgical delay > 30 minutes. Case type / application: tka.